Manufacturer narrative:
Initial.

Event description:
It was reported that the patient forgot to announce a breakfast meal to the ilet device and the daughter asked about announcing meals via phone, which is not supported; the agent advised that meal announcements should not be entered more than 30 minutes after eating and that ilet corrections would take effect, with blood glucose at 168 mg/dl. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, with a usage problem identified related to an improper or incorrect procedure involving the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.